Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the receiver displayed err221. No additional patient or event information is available. No product was returned for evaluation. The complaint could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The receiver failed to boot and charge. The receiver turns on with 'call tech support error: err121' displayed on screen. The receiver download contains no data from the relevant dates of this investigation. Unable to perform functional test due to receiver turning on with 'call tech support error: err121' displayed on screen. (B)(4) from receiver download is (B)(4). The reported event of an error icon display was confirmed. A root cause could not be determine.